Manufacturer narrative:
No product was returned for evaluation. Device history records for the indicated production lot were reviewed and found to meet all product requirements prior to release. Additional product from this lot was tested and found to pass all performance specifications. Product was returned to the distributor and found to have markings indicating mishandling of the product resulting in damage to the needle and suture. Distributor did not return device.

Event description:
According to the reporter, at the end of the perineal suture in an obstetrics surgery, the thread loosened from the curved needle and the needle became dislodged in the subcutaneous tissue of the patient's buttock. The physician therefore defeated the suture and performed a radiological examination to recover the needle. An x-ray was performed on the same date as the surgery. The doctor had to use a new suture and put the patient under prophylactic antibiotic therapy to complete the case. The patient was alive with no injury.